Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the grip on the maryland bipolar forceps instrument was observed to be insufficient. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate or confirm the customer reported complaint of an insufficient grip. The maryland bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional findings not reported by the site: the yaw pulley was found to have thermal damage by the jaw on one side of the grip.